Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the patient's treatment and was noted with leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the patient, with an estimated blood loss of 250cc. Treatment was resumed with new disposables. Hcp stated the patient became hypotensive during the last hour of treatment. Fluid removal was stopped and normal saline was administered to the patient (amount unknown). Hcp stated the pt completed treatment without further incident.